Event description:
It was reported that the #3 key on a pump keypad is "stuck." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and elevated by baxter. The device eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.